Event description:
Per the clinic, the patient experienced a recurrent infection over the implant site. The patient was treated with antibiotics (specific type, date and duration not reported) however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient as of this date of report.